Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.additionally, 64 sterile/unused devices with lot # 5032541 were returned and 10 were successfully tested with no anomalies noted.

Event description:
It was reported that this was a venous closure of a common femoral vein using the pre-close technique prior to a watchman procedure via an 8f sheath. Reportedly, ten proglide cuff misses [suture retrieval issues] were noticed. The watchman procedure was completed. Hemostasis was achieved with a figure of 8 stitch. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.